Event description:
It was reported that in the operating room when inserting the swg into the ars, strong resistance was met and as a result, the swg could not be fully inserted. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: a swg and a blue-tipped ars were returned for evaluation. The ars was visually examined and no defects or anomalies were observed. The swg was visually examined and measured. The j-tip was found bent at 2 cm from the distal weld. Under magnification, both end welds of the swg were full and intact. The swg od was measured and met specification. For functional testing, the swg was inserted into the proximal end of the ars sample four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. A slight momentary resistance was met at the proximal end of the metal inner cannula during one insertion. This did not interfere with the function of the components together; the swg was able to be fully inserted. Otherwise, there was no resistance met during functional testing. Instructions for use describe suggested techniques for insertion through the ars and to minimize the likelihood of swg damage during use. The report that the swg could not be fully inserted through the ars due to strong resistance was not confirmed through functional testing of the returned samples. However, the returned swg was found bent near the distal end, indicating that some difficulty had been experienced during the procedure. Based on the condition of the sample, results of functional testing and the information reported by the customer, the potential cause of swg/ars resistance is procedure related.